Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round spectrum 175cc, catalog number 3501420, serial number (B)(4), lot number 6008041. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 175cc and experienced deflation on the right breast implant and bilateral ptosis. The deflation was confirmed by the physical examination by the healthcare professional. As a result, the patient had undergone removal and replacement with mentor breast implant serial number (B)(4), lot number 7569152 on the left breast implant and with serial number (B)(4), lot number 7569152 on the right breast implant on (B)(6) 2018. The patient was in a stable condition after surgery. The patient had no complications.

Manufacturer narrative:
On 07/14/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. Brown material was observed on the shell surface. During examination, pe observed creases on both aspects. A rent measuring approximately 2.4 cm was observed on the anterior aspect. No other anomalies were found. At this point it is not possible determine the origin of brown material observed in the device. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).